Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 55 mg/dl, after the device delivered approximately 11 units for dinner; the caregiver believed a larger meal announcement than what was consumed could have contributed, and the exact cause remained unclear. Symptoms included seizure and vomiting. Outcomes included treatment at home with intranasal glucagon and subsequent stabilization after a cgm sensor change following a sensor expiring alert. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause, with a possible contribution from an inaccurate meal announcement and a cgm sensor nearing expiration. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.